Event description:
It was reported that the system 9900 had a problem retaining images and the collimator closed down. Additionally, the image subtraction function was reportedly not working. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The subtraction application failure could not be duplicated. The fluoro function circuit board was replaced and images can be saved without problem. The system was tested and found to be working as intended and placed back into service.